Manufacturer narrative:
During use of an .014 300cm stabilizer plus wire used in conjunction with outback device, the wire was found to have split and some of it had been sheared off and left in the outback device. None of the wire appeared to have separated in the patient, there seemed to be some shards of it in the outback device. The patient appeared to be fine throughout the procedure. The wire was being used in conjunction with the outback and was used sub-intimally. A second wire of the same size was used, again in conjunction with the outback and when the device and wire were removed from the patient it was found that the covering of the wire had been removed and was inside the outback device delaminated. The access site was the right groin. The wire was not damaged prior to use or reshaped by the user. It was not used to treat any other lesions. ¿the vessel was calcified as we were using the outback device to attempt to cross a cto.¿ there was no drilling or jackhammer technique used. The wire was inserted into the outback device and retracted when the needle was deployed, wire was found to have a problem when it was removed from the patient. The wire was visible under fluoroscopy. It is unknown if there was any friction or resistance. The wire was not advanced through any stents during the procedure and the wire tip did not appear to prolapse during usage. The wire appeared to loop in the vessel, therefore ended up being removed. The doctor was not able to gain access back into the vessel using the outback device. Per the reporter, ¿upon talking with my colleague, he believes the wire may not have been retracted enough when the needle was deployed. The doctor¿s notes are not available and there is no procedural cd for review. The device was not returned for analysis. Lake region conducted a device history record review and the results indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. Without return of the device for analysis, the reported complaint ¿guidewire coating delaminated¿ was not confirmed. Based on the information available for review vessel characteristics (calcified vessel) may have contributed to the event reported. The reported complaint (1-klubfi) ¿guidewire fractured-separated/in patient¿ was not confirmed, as the guidewire was not found to be fractured or separated on analysis. The coating of the wire was noted to be separated on analysis. Elongations and scratches were noted in the proximal section which may indicate that force may have been used on the device. Retraction of the coating of the wire was also noted ¿caused by an unknown tool.¿ DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Therefore no corrective action will be taken at this time. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 1016427-2014-00043 and 1016427-2014-00044.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and is associated with manufacturer report number 1016427-2014-00043.

Event description:
The report received from the affiliate indicated that a .014 300cm stabilizer plus wire used in conjunction with outback device found to have split and some of it had been sheared off and left in the outback device when the wire removed from the patient. The second wire of the same size was used, again in conjunction with the outback and when the device and wire were removed from the patient it was found that the covering of the wire had been removed and was inside the outback device